Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead was explanted as the patient has twiddlers syndrome, reasonable evidence suggest lead was possibly dislodged. Surgical intervention was necessary to resolve the issue, therefore this is considered a serious injury. No additional adverse patient effects were reported.